Event description:
Patient undergoing surgery for a herniated disc in the cervical spine. Peroperative bleeding treated with surgiflo. Postoperatively affected cognition is why the patient is sent as a possible stroke case. Investigation shows small emboli in the cerebellum. Suspicion of surgiflo in arteria vertebralis. No damage to arteria vertibralis has been confirmed on CT angio. During the operation, it was ensured that the bleeding was venous. More detailed description of patient/user sequence: effects on syncortex, partial blindness

Event description:
Patient undergoing surgery for a herniated disc in the cervical spine. Peroperative bleeding treated with surgiflo. Postoperatively affected cognition is why the patient is sent as a possible stroke case. Investigation shows small emboli in the cerebellum. Suspicion of surgiflo in arteria vertebralis. No damage to arteria vertibralis has been confirmed on CT angio. During the operation, it was ensured that the bleeding was venous. More detailed description of patient/user sequence: effects on syncortex, partial blindness.